Event description:
It was reported by the distributor that the suture packaging is not labeled ¿fast absorbing¿. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Recall: z-1839-2015.